Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/17/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: unexplained power on resets observed in the black box. Battery compartment is cracked at the threads. No battery cap was returned with the pump. A new test battery cap was able to tighten to the pump and was used to complete 24hr duration testing; no power loss was duplicated during this time. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. The display screen has a pinkish contrast; the screen is still able to be read. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.